Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to ensure the pump was unplugged and to use the finger tip to firmly press the center of the button while offering support on the opposite side of the pump. After removing the pump from its case and following these instructions, the button functioned as intended.